Manufacturer narrative:
The subject device was not returned for evaluation. As stated, the customer representative (rep). Stated that the device is irreparable and will not be returned. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device failed leak test. The issue found during device inspection. According to the customer representative, the device will not be returned as the device noted to be irreparable. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. New information was added to the following fields: d8, e2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the device was not returned and there was no detailed device inspection information, it was not possible to determine the cause of the leakage of the ultrasonic medium. Olympus will continue to monitor field performance of this device.